Manufacturer narrative:
Investigation summary: a complaint was received regarding a mammotome revolve 10g biopsy probe being shipped with packaging indicating a mammotome revolve 8g probe. The probe was used in a biopsy procedure, where the deficiency was initially observed as a result of the inability to obtain the targeted tissue. The doctor replaced the deficient probe with a good probe, and was able to complete the procedure, acquiring the targeted tissue with calcifications. There was no patient consequence as a result. The deficient device was sent back to devicor, the manufacturer, for evaluation. On 11/30/2015, one mst1009 probe, lot number f11537107d1, was received for evaluation. The device was analyzed on 12/09/2015 and showed evidence of use during a biopsy procedure. Functionality testing for this device was not performed as it was received in a condition making evaluation impossible. The original packaging was not returned with the device; however, photos provided from the customer, and evaluation of the device itself, confirmed that the 10g (mst1009) probe was labeled as 8g (mst0809). A DHR review was performed, which verified that lot number f11537107d1 was assigned to the mammotome revolve 10g biopsy probe (mst1009). The batch record review also showed no abnormalities or deviations during the production of this lot. The investigation and root cause analysis of the mislabeling is still in progress at this time. However, the defect likely occurred at the manufacturing site. As there is potential for patient impact should this malfunction recur, we are submitting this medwatch.

Event description:
The sales rep reported that according to the customer a 10g probe was shipped in a 8g package. The doctor was unable to achieve their intended target and did not obtain calcifications.